Event description:
During a ptca treatment procedure involving a 75% stenotic lesion in the mid-lad, the adante balloon ruptured at 8 atmospheres on the first inflation. Vessel turtuosity, lesion calcification, and stent involvement went not factors. The inflation device used was an encore 26. The introducer sheath size was 7f. A bmw guidewire and an xblad 3.5 guide catheter were used. The adante device was removed and exchanged for u-pass catheter. No resistance was met with insertion or removal of the device. The procedure was successfully completed without additional intervention required. No patient injuries or procedural complications were reported. Patient status is reported as "good".